Manufacturer narrative:
The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5329532, medical device expiration date: 11/30/2016, device manufacture date: 11/25/2015. Medical device lot #: 6210853, medical device expiration date: 07/31/2017, device manufacture date: 07/28/2016. Medical device lot #: 6200680, medical device expiration date: 07/31/2017, device manufacture date: 07/18/2016.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an issue with low vacuum